Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture while customer was taking a bath. It was reported that insulin pump immediately went blank and began to vibrate. Customer's blood glucose was 134 mg/dl. Insulin pump would be replaced

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. No vibrating or alarms noted. The insulin pump received with corroded motor home switch. Device received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.